Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed control panel. We attached a new control panel assembly and the device booted up normal. So, the device needs a new control panel assembly. Device passed its functional test. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported product number is sold ous. The UDI number for this product is not available. The initial reporter phone number that is provided is (B)(6). The initial reporter zip code that is provided is (B)(6). H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that arctic sun device had black screen, system asked for a password. According to biomed this was a depleted cmos battery. Per follow up information was received via mail on 17oct2024, device was sent to task management for repair. Control panel will be replaced to repair device. Patient switched to different device and no impact to the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The initial reporter phone number that is provided is (B)(6). The initial reporter zip code that is provided is 4131. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that arctic sun device had black screen, system asked for a password. According to biomed this was a depleted cmos battery. Per follow up information was received via mail on 17oct2024, device was sent to task management for repair. Control panel will be replaced to repair device. Patient switched to different device and no impact to the patient.